Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) two months post implant. The patient was not pacemaker dependent. X-ray imaging showed a potential perforation. An invasive procedure was performed two days later. During the procedure, no perforation was observed, however, the lead was observed to have dislodged. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.